Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 89 mg/dl and 266 mg/dl. On (B)(6) 2017 customer received results of 67 mg/dl and 253 mg/dl within 10 minutes. For all readings the customer was using two separate vials of strips from the same lot. No adverse event reported. Return of the suspect device was requested for evaluation.